Event description:
The customer reported the forceps lifting wire of the duodenovideoscope was broken. There was no report of patient harm, injury or procedural delay. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the forceps elevator wire was broken. Also, evaluation found the following: connecting tube had a wrinkle, nozzle was deformed, adhesive around objective and light guide lens was peeled, control unit had discoloration, mouthpiece was loose, light guide lens had a chip, control unit had discoloration, electrical connector had discoloration due to water leakage, and the adhesive on bending section cover rubber had a crack, a chip and a white clouded area, and multiple parts of the scope were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: the instruction manual operation manual ¿tjf-260, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿tjf-260, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.